Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was receiving a system disabled error message on their patient programmer. Replacement surgery is planned to rectify the patient issue.

Event description:
Additional information was received indicating that the patients ipg met its expected longevity.

Manufacturer narrative:
Patients ipg meets the minimum 7 year longevity expectation for the eon model 3716. It has been determined that the product performed as intended. The reporting decision of this product has been changed to non-reportable.